Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator was associated with a return of pain and high impedance. High impedance values were reported as 2,3,4 ¿ 26100 and 13 ¿ 26000, and the high impedance was not observed on the day of surgery. It was also reported that the device was out of regulation or that settings were not available, and stimulation was not able to be adjusted. The device was reprogrammed to avoid the high-impedance electrodes, and the issue was reported as resolved. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.